Event description:
This rv lead was implanted on (B)(6) 2008. A call was placed to technical services on 05/16/2018 stating that this lead had an out of range impedance issue. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).